Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that all their group names are changed back to defaults. Service requested: troubleshooting service provided: the issue was resolved by customer reconfiguring the cns's and rns's to the group that they initially had investigation result: the cause of the issue was determined to be windows bsod. Bsod, also known as a blue screen of death, is an error screen displayed on a windows computer system after a fatal system error, also known as a system crash: when the operating system reaches a condition where it can no longer operate safely. The resetting of the group name normally happens if a new cns's or rns's is introduced to the network incorrectly. Which is probably what happened when the cns that had the bsod did when it went back up. A review of service history of the pu-621ra; sn:(B)(4). Found no complaint reported subsequent to this issue was resolved which indicates that the issue did not recur at this facility. There does not appear to be an adverse trend at this facility. Similar complaints using "group names changed to defaults" found no complaints. The root cause of the issue was unable to be determined as the customer did not provide nk with the logs. The cns-6201a operator's manual provides instruction to change the group name when required. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design.

Event description:
It was reported that the central nurse's station (cns) group names changed to defaults and the device also went into a blue screen while monitored patients. No consequence or impact to the patients were reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) group names changed to defaults and the device also went into a blue screen while monitored patients. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) group names changed to defaults and the device also went into a blue screen while monitored patients. No consequence or impact to the patients were reported.